Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 08-jan-2017, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 07-dec-2017, UDI#: (B)(4). (B)(4). No complaint on the ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had skin erosion due to thin skin. There were no diagnostics/troubleshooting performed. The right lead and right side extension were removed. The issue has been resolved. No further complications were reported as a result of this event.